Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the left ventricular lead due to dislodgement. Fluoroscopy revealed that the lead had dislocated into the superior vena cava. The lead was explanted. The patient was stable.